Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure (biopsy channel melted at the distal end) was confirmed, but the reported failures (b30 error and no image) were not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a b30 error, no image, and a biopsy channel melted at the distal end. The issue was found during service/maintenance. There were no reports of patient involvement.